Manufacturer narrative:
On/off power switch.

Event description:
The customer reported the device on/off switch non responsive. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the problem. The deivce would not power on with the on/off switch. The fse found a screw from the power supply shroud wedged on the on-off switch terminals causing the reported problem. The fse replaced the on-off switch to resolve the issue. The fse performed a performance verification test and the device passed all testing.